Event description:
This report is being filed after the subsequent review of the following literature lattman, t., dietrich, m., meier, c., kilgus, m and platz, a. (2008). Comparison of 2 surgical approaches for volar locking plate osteosynthesis of the distal radius. J hand surg, 33a, 1135 ¿ 1143. The purpose of this study is to determine whether a volar radial (henry) exposure to the distal radius iss associated with less median nerve dysfunction than a direct volar exposure of the distal radius through the carpal tunnel that has been abandoned due to median nerve problems. 645 patients were treated for a distal radius fracture between july 2003 and may 2006. Volar locking plate osteosynthesis was performed in 250 patients. This is report 4 of 4 for (B)(4). This report is for an unknown locking compression plate (lcp) for (38 years, m) patient in hry group who had wrist pain 1 year after surgery despite excellent radiological outcome. Patient was free of complaints after hardware removal and division of the deep posterior interosseous branch of the radial nerve at the wrist.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lattman, t., dietrich, m., meier, c., kilgus, m and platz, a. (2008). Comparison of 2 surgical approaches for volar locking plate osteosynthesis of the distal radius. J hand surg, 33a, 1135 ¿ 1143. This report is for unknown locking compression plate (lcp)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.